Manufacturer narrative:
We received one thru-lumen embolectomy catheter for examination. The reported event "catheter did not inflate" was confirmed. The balloon had a tear extending around the catheter tip. The tear was located at the proximal edge of the distal balloon winding. The edges of the tear did not appear to match. Part of the balloon latex, close to the torn location, was discolored and appeared deteriorated. The through lumen was patent without any leakage or occlusion. The catheter body was also found to be in good condition. A review of the manufacturing records indicated that the product met specifications upon release. An investigation has been initiated to determine the root cause and implement any necessary corrective actions. The fogarty thru-lumen embolectomy catheter is indicated for the removal of fresh, soft emboli and thrombi from vessels in the arterial system. The thru-lumen embolectomy catheter is not recommended for the removal of fibrous, adherent or calcified material such as chronic clot or atherosclerotic plaque. The catheter is not designed to withstand the additional pull force needed to remove these materials. The IFU for the product contains the following warning: balloon rupture and catheter separation as a result of excessive pull force applied to remove adherent material are the most frequent causes of reported failures. The possibility of balloon rupture must be taken into account when considering the risks involved in any embolectomy procedure. In this complaint there was missing latex from the balloon, there is a low likelihood of balloon embolization because these devices are primarily used in occluded vessels. This could lead to complications such as infection. To minimize the risk of vessel damage, balloon rupture, or tip detachment, do not exceed the maximum recommended inflation volume and pull force for each size catheter. It is unknown if user or procedural factors contributed to this event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
It was reported that the balloon on a fogarty thru-lumen embolectomy catheter did not inflate during use. No patient injury was reported. Inquired of patient demographics. Unable to be obtained.